Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawers 1, 2.1, 2.2, 3.1, 3.2 had some amount of liquid. The field service engineer (fse) found a broken 100 ml vial of acetaminophen in the matrix drawer (drawer 1) that had leaked through the holes in the matrix liner, causing significant damage to drawer 2. The fse replaced the cubie tray in the a positions of drawers 2.1 and 2.2. The spill caused duplicate location errors and failures that would not recover. The fse was able to clean all of the liquid, recover all failures, test drawers 2.1 and 2.2 in the hardware test application (hta), and reload a few medications to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 a1, a2, a5 duplicate address detected. However, there were no delays or adverse events or injuries reported based on this event.